Event description:
I'm writing today because I've had a nevro hf10 spinal cord stimulator in for the last 5 years and my health is dramatically declining, and I'm convinced it's due to this device. There is literally no other reason for my dramatic decline in health and doctors can't figure out why I'm having all of the symptoms I'm having, and nevro denies the possibilities of the device causing my declining health. I don't know where to make a complaint to ensure this is all documented, but I have to do something because I can't bare to see another person fall ill and be ignored because of these devices. Yesterday I finally had enough, it started to feel like the device is quite literally melting my buttocks where the battery is implanted. It is causing wrap around spine and groin pain near the battery pack only on the left side, I started to have a purple line appear below the battery pack like a bruise, it felt like I was being electrocuted or like if your foot falls asleep and you try to walk on it but around buttock on the side of the implant, my leg, and groin and up traveling up the wires from the battery. My leg is so weak and nevro claims there's no way it's the device and that it's something else. The neurologist claimed it's not something else but also not the device (he also implants these same devices into people) I've begged for help from my doctors with zero help and they always deny it possibly being the device (these are the same doctors who implant these devices daily). I'm in severe pain, I have a huge lump in the middle of my spine where the wires enter my spine, they claimed it was normal because I'm thin, but I know it's not normal, it looks like a seroma, but they refuse to acknowledge it. The little fat I have around my implant is seemingly melting away. Less than 6 months after the device was implanted, I started having heart issues, which I had never had before the implant was put in. I was a fit 29-year-old woman and healthy aside from my severe leg and spine pain due to an old spinal fusion, but now I have a strange wave/heart rhythm accompanied by chest pain and multiple cardiologists can't explain why it's there. I have intense burning sensation and electrical shock feeling in my feet and legs, I now have severe nerve damage in my left leg (the same side the implant is on) with seemingly no reason to explain the damage (I have an emg to confirm this damage and CT and MRI results that seemingly don't explain the damage), my blood pressure which has always been low is now sky high and my heart rate drops below 60. When the implant is on I have severe debilitating headaches and bouts of nausea. I get intense spasms now and tremors with seemingly no cause. I've had the device off now for more than 3 months and the battery depletes quickly without it being on and they demand I keep it charged, and when I charge it feels like I'm being burned. I want it out and I need to make sure that others are aware of this possibly happening to them. It's not ok they keep putting these devices in people and no one actually knows this can happen to them. I couldn't find any information about possible side effects like mine until I figured out the FDA kept a log of this. I need help navigating this and I need help figuring out how to get it out of me as soon as possible. They need to be held accountable. I have two young kids, and I am literally falling apart. My girls can't lose their mom. Please, please let me know what I can do. Please help me make sure this doesn't happen to another person like me. I've also had CT (computed tomography), MRI (magnetic resonance imaging), EKG (electrocardiogram) of my heart and emg (electromyography) listed above. Nevro hf10 spinal cord stimulator ipg, and two leads. Lead lot: 94439741. After this implant within 6 months I started having heart problems, strange wave on EKG extreme chest pain, within the last 3 months I've had extremely high bp (blood pressure), massive headaches/migraines, nausea when the device is on, intense electrical shock like pain, I now have nerve damage in my left leg, and a large lump where the wires are entering my spine.